Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) ¿didn¿t go off¿ and the patient had to be rushed to the hospital due to a fast heartbeat. Patient noted that the heart rhythms were to fast and to slow. The crt-d remains in use. No further patient complications have been reported as a result of this event.